Event description:
Biomedical engineer reported that a model 91341 telemetry transmitter that was set to transmit on channel #1642 became wet and subsequently transmitted on telemetry channel #1640. After the transmitter sat unused for one hr, the transmitter reverted back to its intended setting of channel #1642.

Manufacturer narrative:
The customer reported an incident where the telemetry transmitter got wet, the transmitter began operating on the wrong radio frequency channel. (I.e. A frequency other than the frequency on which it had been programmed to transmit). When this occurs, if a telemetry receiver has been tuned to also receive transmissions on this wrong channel, the pt's waveform data would be displayed on the central monitor as having been transmitted on this wrong channel. Investigation determined the frequency assigning switch was defective and replaced. Review of our post market surveillance has revealed that spacelabs had not previously submitted a report of this incident to the FDA.